Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leaking. It was reported that the valve on the second vizigo¿ was back-bleeding. The sheath was replaced and the procedure was continued and completed. No adverse patient consequence was reported. Additional information was received on 17-jan-2022: the sheath was narrowed. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed, and the patient¿s hemodynamics were not compromised due to bleeding. There was no approximate volume of blood that was lost as the issue was noticed right away. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the hemostatic valve was found dislodged inside of the hub. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve being dislodged inside of the hub was also assessed as MDR reportable. The awareness date is 02-mar-2022. The device evaluation was completed on 02-mar-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) review was performed for the finished device 00001852 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ). (2) MFR # 2029046-2022-00637 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).